Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via email that he had high blood glucose levels of over 600 mg/dl. The customer treated with a manual injection. The customer stated that he inserted the infusion set into a bad area, but after removal, his reading went down. The customer stated he did not know if the cannula was bent. Nothing was replaced or returned for analysis.